Event description:
Asr revision reported by sales rep, left hip, reason for revision: elevated chromium ion levels. Cup remained in situ. Patient is bi-lateral. See com (B)(4) for right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ¿ 09/19/2016 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 10/07/2014- litigation papers received. Litigation alleges pain and elevated metal ions. The cup and stem are being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/06/2014.